Event description:
At the time of the patient's current device changeout (11-sep-06), it was reported that the pace/sense portion of the rv (right ventricular) lead had been capped previously (08-sep-99) and a new lead implanted. The high voltage portion remains in use. Speculation was that this was due to sensing issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Low impedance was noted.

Event description:
Asku